Event description:
It was reported the device experienced a loss of short interval count (sic) data due to radiation therapy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 694958 implantable tachy lead implanted: (B)(6) 2006 product ID 4592-45 implantable pacing lead implanted: (B)(6) 2006 product ID 419388 implantable pacing lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.